Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, brady episodes were observed due to undersensing. The device was reprogrammed to resolve the issue. The new programmed settings resulted in post-paced t-wave oversensing. The device was then reprogrammed to resolve the issue. The patient was in stable condition and experienced no adverse consequences.